Event description:
The customer reported that this shaver handpiece made a grinding noise during use. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for investigation and the reported problem was confirmed. Further investigation found the handpiece has the potential to operate on its own, related to a pc board failure. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this event.